Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer had a high blood glucose as well as the reservoir had an air bubbles. The customer's blood glucose was 420 mg/d. Approximate size of air bubbles was large sized air bubbles. Air bubbles were not removed successfully. The reservoir will not be returned for analysis.